Event description:
It was reported that the power suppliers have various problems, mainly not charging due to internal breaks inside likely in the cable, some has problems charging for short time then shuts down. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, the duck head adapter was swapped with a known good duck head adapter to check for proper charging operation and functional testing was not performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the duck bill plug connection issues. A replacement was processed. The device history review of the reported lot number found no non-conformities during the manufacturing process. B3. Date of event: unknown. No information has been provided to date.